Event description:
The customer reported via phone call that the insulin pump had a low battery and an unexpected restart alarm. The history showed an a47 alarm, battery out limit, and check settings. The blood glucose reading during the incident was 79 mg/dl. The current blood glucose reading was 130 mg/dl. It was also stated that the insulin pump had an unresponsive keypad. The act button was not responding. There were no significant events prior to the issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump passed the functional testing with no unexpected battery alarm, reset error alarm or check settings alarm. All of the buttons functioned properly and no damage was noted to the keypad assembly. However, alarms were found in the alarm history due to a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.